Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump was miscalculating the bolus amount. Reportedly, the recommended bolus amount was too long and the customer had to manually calculate the amount of insulin to override the bolus amount. Review of the customer's profile settings with tandem technical support showed that the carbohydrate ratio settings was changed from a ratio of 1:8 to a ratio of 1:75. The customer reported that the carbohydrate ratio was changed in the morning by deleting the decimal points from two time segments. The customer ended the call to consult with health care provider. Although requested, no further information was provided regarding the reported event. There was no reported impact to the customer's blood glucose level.